Manufacturer narrative:
Investigation summary: bd did receive 3 photographs from the customer in support of this complaint. The photographs were evaluated and the customer's indicated failure mode of foreign matter was observed. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Additionally, (B)(4) retained samples were visually checked and no defects were found. Bd was able to confirm the customer¿s indicated failure mode with the photographs attached, however retained samples were satisfactory. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a moldy black spot was found on the cap of the blood collection vessel during the preparation of the blood collection device."